Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had broken force sensor was detected during seating or regular delivery alarm. Customer also noticed crack at the pump clip rails. Customer also reported moisture damage. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
S/w unknown. Retainer ring = black. Case type = ngp on (B)(6) 2022 customer complained about having pump error a35 alarm, cracked battery compartment. Pump received with critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. However, comlink3 was used to download. Comlink3 traces indicate that a critical error triggered the critical pump error (open book image) alarm. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify pump error 35 due to critical pump error (open book image) alarm. Unit was cut opened, during visual inspection and found no moisture damage on the pcb1, pcb2, electronic assembly, motor, force sensor. Swapping out test boards confirms critical pump error (open book image) alarm is isolated to pcba2. The force sensor measurement was within spec range (22.3 mv). The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage. In conclusion, unable to verify pump error 35 and unable to download pump history due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm isolated to pcba2. Pump cracked case corner of belt clip rails confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer also reported that the insulin pump was not exposed to moisture.